Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the power button of their device will not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device was modified and altered from original device design. Stryker does not service modified devices. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the power button of their device will not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.